Event description:
A malfunction was reported with the display showing a malf 12 code, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue. The customer was informed to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.